Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The bg level and possible cause of the dka were not provided. The customer's discharge date was not provided. Although multiple requests were made to obtain more information about the event, the customer did not reply to the requests.